Event description:
A customer reported that the quick bolus/wake button on their insulin pump was difficult to press and often required multiple attempts to activate the screen. Customer's blood glucose level was not impacted. Technical support advised the customer on proper techniques to press the button and confirmed the button still required excessive force, leading to the decision to replace the pump. The customer was instructed to use their current pump as backup therapy, was guided on putting the pump into storage mode, and was asked to return the faulty pump using a prepaid label.